Event description:
The customer reported to vyaire medical. When the vela ventilator was powered on, "low pip" (low peak inspiratory pressure) and "xdcr fault" (transducer) alarms triggered. The issue occurred during patient-use and the device was replaced with another ventilator. The customer confirmed that there was no patient harm associated with the reported event.

Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information was received.